Event description:
Information received indicates the left head brake caster does not hold when in brake.

Manufacturer narrative:
The technician found the caster was broken. He replaced the caster to repair the stretcher.